Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Medtronic representative reported via email high blood glucose levels. Customer went into diabetic ketoacidosis and ended up in the emergency room. Customer advised their sugar glucose reading was 50 points off of the blood glucose reading. Customer advised they had a motor error alarm as well. Customer declined to speak to the help line and declined to troubleshoot.